Manufacturer narrative:
(B)(6). Initial mfg report # 1031452-2014-23076 was submitted to the FDA on 12/17/2014 indicating a serious injury for the type of reportable event. Correction has been made to device manufacturers only - to indicate malfunction.

Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the valve is not switching.

Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the valve is not switching.